Event description:
It was reported by service report that the touchscreen was not working all the time. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard label.